Manufacturer narrative:
D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the cp5 drive unit. The incident occurred in germany. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a cp5 drive unit gave the following error message: "monitor monitoring failure" during priming. There was no patient involvement.

Manufacturer narrative:
H11. The complained device was received at manufacturing site: the motor control board, the power cord and the magnet set were found to be defective. The metal housing also showed significant damage. Unit will be scrapped. A review of the device¿s service history confirmed that no similar events have been reported since device date of manufacturing. A review of complaints database did not identify any trends associated with this type of event. Based on investigation findings, reported event was traced back to device defective components, likely caused by progressive wear of the electro-mechanical device. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
A livanova field service engineer was dispatched the customer and motor monitoring failure error has been confirmed. Repair is only possible at the manufacturer site therefore the unit is being returned. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.